Event description:
It was reported that one day post implant, decreased rv sensing was observed. After multiple repositioning attempts, good placement was found for the lead. When connected to the ICD, sensing showed a decreased value compared to that seen on the system analyzer. A new ICD was implanted. A large deviation in values between system analyzer and ICD was still observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a sensing anomaly was not reproduced in the laboratory. The device was tested on the bench and using automated test equipment and passed all tests. No device anomaly was observed.